Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged and the usb port appeared to be loose. Customer reported an elevated blood glucose (bg) level of 300 (mg/dl). Customer resumed insulin to treat elevated bg level. Customer indicated current pump would continue to be used for diabetes management.